Event description:
The facility representative reported an incident involving a colleague pump on an unk serial number. It was reported that the nurse forgot to open a clamp on a tevadaptor, which was connected to the set and to the colleague pump. It was discovered after a while that a clamp to the tevadaptor was not opened and the pump had not delivered antibiotics to the pt. The pump did not alarm for an upstream occlusion. Upon discovery, the clamp was opened and the pt received the antibiotics. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. The facility representative was not able to provide the serial number of the device and therefore, will not be sending it in for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.